Event description:
It was reported of device failure in cuff inflation. No patient injury was reported.

Manufacturer narrative:
Health impact and evaluation codes: updated. Device evaluation: one device was returned for investigation. Damage was detected in cuff; therefore a leak was detected, complaint was confirmed. The root cause is possibly the cuff was damaged during the use of the product since no leaks were reported in the pre-use check and according to the instructions for use the cuff could be damaged due to cuff nicks from teeth or instrumentation during intubation.